Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the surgeon was implanting the device, tapped with mallet, and the implant pivoted. Once the surgeon positioned the implant and had x-ray verify the ap and lateral position of cage, the surgeon then tried to remove implant from the inserter. The inserter became detached from the shaft. Further investigation showed at the proximal end of shaft, the ball had sheared off the shaft and retained in the applicator knob. There was a surgical delay of five (5) minutes. The procedure was successfully completed with another similar product. There was no patient consequence. Concomitant device reported: unk- applicator outer shaft (part #: unknown lot # unknown, quantity 1); unk - hammer (part #: unknown lot # unknown, quantity 1); unk - plate /cage tpal (part #: unknown lot # unknown, quantity 1). This report is for one (1) t-pal spacer applicator knob. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d4, d10, h3, h4, h6. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Investigation summary: product was not returned. Reviewing attached picture, the functionality of the device cannot be confirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part number: 03.812.004; synthes lot number: 7938053; manufacturing site: hägendorf; release to warehouse date: 17. Aug. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the applicator knob presents impact marks and surface wear consistent with use. It is visible that the spherical end of the applicator inner shaft is jammed within the knob. Functional test: a functional test could not be performed due to the damage incurred. However, the applicator knob as well as the applicator inner shaft were function checked per 100% at the time of manufacturing with no non-conformities documented. Dimensional inspection: not required per selected investigation flow. Document/specification review: the returned applicator knob was manufactured in august 2012 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. Summary: the complaint condition could be confirmed as the spherical end of the applicator inner shaft is still jammed in the applicator knob. The review of the production history revealed that this instrument was manufactured in august 2012 according to the specifications. Furthermore, these instruments are function checked with the mating parts per 100% before they leave the manufacturing site. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post production/acceptance criterias. The t-pal applicator instruments are designed and produced to withstand normal forces during a surgery. As every surgeon has a different tactile feeling/feedback and forces can vary, the inner shaft has a predetermined breaking point on the proximal end. Whenever a certain axial force is being achieved the instrument should break rather on the proximal end than on the distal end. This allows the surgeon to dismantle the instrument and remove it safely with no patient contact to any broken parts. As every t-pal case is equipped with two inner shafts and two knobs the surgery should in case of a breakage be continued without difficulties. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.